Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
A patient reported upper aligner causing pain and air gaps not within normal limits. However, the patient stated that it is not the problem, the problem is the aligners are cutting into their gums, and the patient is seeing blood in their aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.